Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2016. Visual inspection of the returned used device found that it was locked shut with tissue between the jaws, confirming the reported condition. The jaws opened when forward pressure was applied to the handle. Afterwards, the handle latched and unlatched without difficulty. The jaws continued to open and close normally when the handle was activated. The knife was activated on a silicone test strip and the results were acceptable. The investigation identified the root cause of the reported condition to be user error, due to inadequate cleaning of the device causing the tissue to stick. The instructions-for-use included with this device lists precautions to prevent tissue sticking. A review of the device history records for this lot found no potentially contributing entries to the customer¿s report, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4). Date of initial report : 11/05/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after being applied to tissue during a myomectomy. The tissue was resected in order to remove the jaws. There was no injury to the patient.